Manufacturer narrative:
Evaluation of complaint data for the products and likely cause lot identified normal complaint activity. Additionally, review of the device history records for the likely cause lot did not reveal any issues related to the customer's observations. Label reviews were also performed and found them to adequately address the customer's issue. Finally, review of the prism metrics field data indicates that the initial and repeat reactive rates for the abbott prism chagas products are less than the package insert upper 95% confidence intervals. Therefore, the lots are meeting labeling claims for clinical specificity. There is no malfunction or product deficiency. The abbott prism chagas products are performing acceptably.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated false repeatedly reactive prism chagas results on 20 donors that tested esa chagas negative since may 2016. Additionally, 5 donors were prism chagas were repeatedly reactive but no confirmatory testing was available since january 2016. No impact to patient management was reported. No specific donor information was available.